Manufacturer narrative:
Sample not returned for investigation in time for this report.

Event description:
The event is reported as: complaint alleges: the silicone tube is broken at the root. The funnel detached after insertion. No consequence for the pt. The pt is fine.